Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive abnormality was seen in 16 tubes resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo showed concentrated additive on the inner wall of the tube. Additionally, 30 retention samples from bd inventory were subjected to a visual inspection and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive abnormality was seen in 16 tubes resulting in sample recollection. No adverse impact was reported regarding the patient or user.